Event description:
It was reported that a capital equipment issue occurred. When the box containing a polaris mmg system was opened, it was noted that one of the wheels had fallen off. It was also noted that the equipment was damaged and could not be used. There was no procedure or patient involved, and the issue was resolved on site.